Event description:
It was reported that the fiber cap detached inside of the pt at 34340 joules into the case. The cap was retrieved with the use of a grasper from inside of the pt. There was no indication or report of any part of the device remaining inside the pt. It was reported that the case was completed with the user of a second fiber. There was no report of injury to the pt and/or the user as a result of this event.

Manufacturer narrative:
(B)(4).